Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) of 700 mg/dl. Reportedly, customer had attempted to addressed bg level by administering a correction bolus via pump and manual dose injection, but was admitted in the intensive care unite. Customer was treated with intravenous fluids and insulin for diabetic ketoacidosis considered dangerous by healthcare provider. Customer was released from hospital on (B)(6) 2021 with issue resolved. The issue was due to infusion set caused by a non-tandem infusion set. The infusion set information was not provided. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.